Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file is related to an additional complaint (B)(4) which was opened to investigate the use error of the incorrect sized wireguide with the replacement device. Manufacturing records: prior to distribution, all spsof-7-9 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for spsof-7-9 device of lot number c2086838 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the spsof-7-9 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2086838. Instructions for use and label: the notes section of the instructions for use (ifu0055), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised as per the precautions of the IFU, "refer to package label for minimum channel size required for this device." There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0055) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to use error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used. CAPA 387756 has been initiated from complaints related to use error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary of investigation: according to the customer, the pigtail section was bent. Confirmed quantity of 1 device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to use error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used. CAPA 387756 has been initiated from complaints related to use error in practice a 0.025¿ wire guide is being used.

Event description:
The doctor wanted to insert the spsof-7-9 in the pancreatic duct .so the nurse prepared the spsof-7-9, and the pigtail section was bent as she moved the stent guide wire to the pigtail section. She tried to pass the giuide wire into the spsof-7-9, it was impossible. Did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No.